Manufacturer narrative:
A crack on the external water filtration system housing allowed water to leak out onto the floor. The water supply was turned off and user facility personnel cleaned up the water. A steris service technician identified the facility water pressure was fluctuating in excess of 100psig; the water system specification is rated for 40psig to 90 psig max. The installation guide states, (pp. 4-1), "minimum 40psig, preferred 50-60psig, maximum 90psig." The technician counseled the user facility on the pressure specifications and advised user facility to take steps to regulate the pressure. The technician replaced the external water filtration system housing, ran a test cycle and confirmed the system 1e processor and external water filtration system to be operating properly; the unit was returned to service.

Event description:
The user facility reported that the external water filtration system connected to their system 1e processor was leaking water. No report of injury.